Manufacturer narrative:
An event regarding inclination/ anteversion discrepancy, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Device inspection could not be performed, no session data was provided. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate version/ inclination. There were only 4 other reported events ((B)(4)).

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case after cup impaction, the surgeon noted that the cup appeared to be in an incorrect inclination and version. The surgeon used manual methods for cup implantation attempted to manually correct the placement of the cup manually by removing the liner and inserting a new liner but felt that the cup was still incorrectly aligned. There were no additional liners were available. There was a case delay of 45 minutes. The surgeon implanted a trident liner and cup.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case after cup impaction, the surgeon noted that the cup appeared to be in an incorrect inclination and version. The surgeon used manual methods for cup implantation attempted to manually correct the placement of the cup manually by removing the liner and inserting a new liner but felt that the cup was still incorrectly aligned. There were no additional liners were available. There was a case delay of 45 minutes. The surgeon implanted a trident liner and cup.